Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was leaking. This was observed during use of the device for peritoneal dialysis therapy. The leak was identified ¿where the white part of the transfer set clamps meets the tubing¿. The transfer set was replaced. The patient was given prophylactic antibiotics as precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with naked eye noted a hole in the silicone tubing located between the occluder feet. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed and noted a leak from a hole in the tubing. The reported condition was verified. The cause of the leak was due to the hole in the tubing, however the cause of the hole in the tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.